Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a posterior lumbar spinal fusion (l2-sai) treating degenerative disease on (B)(6) 2019. The surgeon tried to remove a formerly implanted cfs7.0-45mm screw on l3 left and implant a cfs8.0-45mm screw instead. Because the new screw seemed tight (sticking out approximately 2mm than expected), the surgeon tried to remove it. Then, the following events occurred in sequence: the tip of the driver shaft broke. As the surgeon tried to remove the screw by fixing a rod and a setscrew, the screw head of the cortical fix screw came off. The rod holder broke. The surgeon decided to leave the fragmented core of the cortical fix screw in the patient¿s body due to the limited surgical time. Since l3 left was not fixed, the screw stabilization has decreased a little. The patient is recovering. Concomitant devices: setscrews (part: unknown, lot: unknown, quantity: unknown), rod (part: unknown, lot: unknown, quantity: unknown). This report is for a 5.5 titanium (ti) cortex fix screw 8x45mm. This is report 1 of 3 for (B)(4).